Event description:
Ppf alleges metal wear/metallosis.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. UDI: (B)(4).

Manufacturer narrative:
(B)(4). No device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This complaint is under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed. (B)(4) if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient claim received. Patient alleges he suffers from ions "creeping up" and pain. Update 11/14/2016 litigation received. Per depuy's complaint handling procedure, all litigation is reported. Complaint was updated 11/27/2016 update may 12, 2017: legal medical records received. In addition to what was previously alleged, pfs alleges ringing in both ears, pain in lower back and in right bursa radiates down to right knee, cognitive issues with becoming forgetful, angry, depressed, lack of mobility, loss of range of motion and decreased desired activities. After review of medical records for the MDR reportability, a significant granulation tissue and bursal inflammation was noted in the revision notes. There was some fluid in the hip joint and some trunnionosis was also reported. Stem has been added due to trunnionosis. There was no evidence of metallosis or stem loosening. Cobalt-chromium levels were below 7ppb. Product codes and lot numbers were provided. This was updated on may 19, 2017.